Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis performed on 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The occlusion test was performed the reservoir passed testing.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 223 mg/dl. Upon troubleshooting, the customer stated that insulin did not exit the tubing with a manual push using the plunger. The customer tested with another reservoir, and it was found that the alarm was resolved by a reservoir change. Advised return of the reservoir for analysis. Nothing further reported.